Event description:
A report was received of an intermate device in which the cap popped off prior to administration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device confirmed the reported issue. The coiled cap was found to be separated from the cover. The cause of the separation was a warped/malformed cover due to exposure to very high heat temperature conditions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): initial evaluation confirmed the reported condition. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A supplemental report will be filed upon completion of the evaluation or if any additional relevant information becomes available.